Event description:
The provider reported the irc1710 aerosol compressor is not working.

Manufacturer narrative:
Received direction from FDA to resubmit record due to the following ¿(B)(4) end of the gateway was momentarily down when these reports were in transit from the gateway to (B)(4) causing the incomplete report processing and was advised by the (B)(4) staff to resubmit¿.